Manufacturer narrative:
Additionally, please note correction to d3 (manufacturer entity) and g1 (manufacturing site. The FDA registration number should also be 0001649390 - te (blooming). After thorough investigation, it has been determined that device reported in the initial MDR # 3000931034-2024-00001 was incorrect and after corrections, the reported device in this supplemental record was deemed concomitant and did not contribute to the reported failure. The overstuffing was due to small head resection in which the humeral head was exchanged. Therefore, this complaint is closed without further investigation. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
A retrospective data collection of the radiographic clinical observational study on patients treated at the shoulder with the aequalis perform + shoulder system was conducted to collect safety and efficacy/performance of aequalis perform + shoulder system. It was found that a patient had a revision surgery due to overstuffing 1047 days after the initial surgery. The overstuffing was due to small head resection. The humeral head was exchanged.

Event description:
A retrospective data collection of the radiographic clinical observational study on patients treated at the shoulder with the aequalis perform + shoulder system was conducted to collect safety and efficacy/performance of aequalis perform + shoulder system. It was found that a patient had a revision surgery due to overstuffing 1047 days after the initial surgery. The overstuffing was due to small head resection. The humeral head was exchanged.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown.